Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was discovered to have declared both a long charge (lc) and charge time (CT) codes. Review of s-ICD data indicated that with the declaration of both the lc and CT codes, the device is unable to charge to full energy within 45 seconds. This is a malfunction and is likely to prevent full energy shocks from being delivered. Device replacement was recommended. There were no signs of electrode integrity issues in the data and the impedance measurements are stable, with no fluctuations found. No significant number of saturation seen and no noise and/or artifacts were observed in presenting electrograms. Surgical intervention was performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported. The s-ICD is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.

Manufacturer narrative:
This s-ICD was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. External visual examination of the device case and header identified no anomalies. Diagnostics testing confirmed the presence of a charge timeout (CT) and long charge (lc) codes on (B)(6) 2025. A manual charge was attempted, and a CT code was again declared, measurements of the high voltage (hv) capacitors were noted to be 0 volts (v). Latitude data shows multiple successful capacitor reforms but does not have data going back to implant. The counters show five attempted reforms, with the CT code having occurred on (B)(6) 2025 when a cap reform was expected. The device case was subsequently removed to facility inspection and testing of the internal components. Visual inspection noted a bubble in the dump/shield resistor on the side that covers the battery terminals. Battery voltage was measured at 8.97 v. The battery and hc capacitors were then removed from the circuit. Visual inspection of the solder joints on the hv capacitors noted no anomalies. An external power source of 9.0 v was connected to the hybrid and yielded a normal drain. The dump resistor was removed from the circuit and x-ray imaging of the circuity under the bubble noted an anomaly and open circuit lines. Resistance measurements of the dump resistor noted a resistive connection between internal components. This prevents the high voltage capacitors from charging. This type of anomaly was likely due to a shorted trace.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was discovered to have declared both a long charge (lc) and charge time (CT) codes. Review of s-ICD data indicated that with the declaration of both the lc and CT codes, the device is unable to charge to full energy within 45 seconds. This is a malfunction and is likely to prevent full energy shocks from being delivered. Device replacement was recommended. There were no signs of electrode integrity issues in the data and the impedance measurements are stable, with no fluctuations found. No significant number of saturation seen and no noise and/or artifacts were observed in presenting electrograms. Surgical intervention was performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported. The s-ICD has been returned for analysis at boston scientific.